Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom through review of the event history log, but could not reproduce it, since the device was inoperable due to a constant reload set alarm. The ultrasonic readings were found to be below specification with a fluid filled tube loaded, which makes the device more sensitive to false air-in-line alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the intensive care unit. It was also reported there was no patient injury.